Event description:
It was reported that during a nissen fundoplication procedure, the jaw of the device did not open. Another device was opened to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.